Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh1960 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rezh1960) have been reported from the same facility. Device not returned, at this time.

Event description:
Facility contact reported that a PICC line came apart at the hub.